Event description:
I was out of the country and was flying when my sugar kept dropping mid flight. No matter how much I ate, or tried to fix the issue, it kept lowering. This happened multiple times and it was a long haul flight, over 17 hours.